Manufacturer narrative:
H3: visually, there was no damage in the construction of the device. There was no damage to the distal tip and no loose components. The packaging pouch was opened on 3 of the 4 sides when returned. Functionally, the inner assembly spun freely by hand with no binding. The bur fit securely into a handpiece, ran in forward mode at 12,000rpm, and cut saw bone with no issues. A review of the global complaint data showed no other complaints about this lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the while setting up for a procedure the blade was already broken inside after opening the package. A new blade opened did functioned properly. There was no fragment detached from the bur. There was no patient present.